Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the right ventricular (rv) lead helix would not deploy. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.